Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was discarded and will not be returned.